Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of a combination of polyethylene wear and aseptic loosening between the porous femoral component and the bone secondary to weakened biologic integration. The femoral loosening may have been the result of particle-induced osteolysis or patient-related conditions. The prosthesis wear may have been the result of axial rotation mismatch between the femoral and tibial components, third body wear, instability, or any combination of these possibilities. However, the contributions of each to the sequence of events cannot be confirmed as the device(s) were not available for evaluation and images/radiographs were not provided.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Investigation is pending.

Event description:
It was reported via legal notification that a patient had an initial left total knee arthroplasty on (B)(6) 2016 and then surgically revised on (B)(6) 2022. The revision surgery was approximately 5 years, 8 months after initial implant. Revision operative report of (B)(6) 2022 /left knee- aseptic loosening, revision of all components. Patient had progressive/increased pain and swelling. Radiographs showed loosening about the femoral component. Lab studies are normal. Findings: the synovial fluid was clear. There was an abundant synovial inflammation present. Inspection of the components showed that there was evidence of wear debris on the medial femur polyethylene posteromedially. There was obvious loosing of the femoral component. The tibial component was securely fixed. The patella was in appropriate position. The knee was stable after revision. No complications during the surgical procedure. Procedure: femoral component removed; there was a moderate degree of bone loss on the lateral condyle, minimal bone loss on the medial condyle with extensive resorption from polyethylene particle reaction. Tibial component securely fixed and was removed with modest bone loss. Occlusive dressing was applied and overwrapped with sterile cast padding, then compressive wrap. The patient was place in a knee immobilizer. The patient was awakened, extubated, and taken to the recovery room breathing spontaneously. No device return. There is no other patient demographic or medical history available. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: h6 MDR section codes updated/corrected: b, c, e, f, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.